Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery. The 4.0 x 38 mm xience xpedition stent delivery system (sds) was advanced to the target lesion without issue. The sds was inflated to an unknown pressure, and the stent was deployed. During removal, resistance was noted with the implanted stent, and blood was seen in the inflation device. All devices were removed from the patient as a unit. After removal, it was found that the shaft was separated at the guide wire exit notch. It was confirmed that the stent was successfully deployed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Difficulty/resistance removing the device post-deployment could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation was confirmed. Leak could not be tested due to the condition of the returned device; however, the reported leak (blood entering the inflation device) was likely due to the confirmed shaft separation. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.